Event description:
It was reported that the right ventricular (rv) lead was capped-unusable. Follow-up is pending for additional information. A new (rv) lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead had elevated pacing impedance and was oversensing noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).